Event description:
It was reported that the patient stated the reservoir of this inflatable penile prosthesis (ipp) migrated to the peritoneal space, resulting in the patient to not being able to use the device properly; therefore, a revision surgery was performed to remove and replace the component. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated the reservoir of this inflatable penile prosthesis (ipp) migrated to the peritoneal space; therefore, a revision will be needed. No additional information was provided.